Manufacturer narrative:
Analysis of suspect psu (position sensor unit) found: manufacture date oct 2014. The psu had difficulty tracking in the near area of the volume and along the extreme right side. Buckets 3, 4, 9, 11, and 12 were trimmed during the aak (accuracy assessment kit) test due to tracking difficulty. The psu failed the aak test at .40 mm. This psu has not been previously returned for a failure. Electrical failure caused event. This issue will be trended and monitored in a medtronic hardware anomaly tracking database.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A site representative reported their navigation system camera comes and goes. Also reported is that the computer is working very slow. No further details regarding the issue were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement camera shipped to site. No parts have been received by manufacturer for analysis. (B)(4) 2015 - a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. The positioning sensor unit (psu) was working intermittently and sometimes communication between psu and computer was lost. Re-installing spine application and replacing the polaris spectra system control unit (scu) solved the issue. Normal function was restored. System performed as intended. No further issues have been reported.